Event description:
During my clinical observations across multiple hospitals, I have identified a concerning pattern involving patients treated with laser atherectomy devices manufactured by philips and angio dynamics. A significant number of these patients presented with severe thrombotic complications and rapidly progressing peripheral arterial disease following the procedure. In many instances, the disease progression rendered the limb unsalvageable, eliminating bypass as a viable option and ultimately resulting in major amputations. I urge the FDA to initiate a review of clinical outcomes associated with these devices. Retrospective analysis of affected patients will likely reveal that symptoms often worsen progressively over the course of weeks to months post-treatment. This trend not only has serious implications for patient safety and quality of life, but also places a substantial financial burden on the healthcare system due to the increased need for repeat interventions, complex surgeries, and limb amputations. Due to limited information, two complaints were initiated: MDR #3007284006-2025-00133. This adverse event is being submitted conservatively in response to the user facility report received for thrombus, resulting in amputation. There was no alleged malfunction of any spectranetics/philips devices.

Manufacturer narrative:
A2-a6) patient information - not available from user facility report. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from user facility report. D1): exact brand name - not available from user facility report; however, this for a laser atherectomy device based off product code mcw. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. E1) physician information - not available from user facility report. H3) the device was not returned, thus no investigation could be completed. H6) thrombus is a known risk of complication with use of laser atherectomy devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.